Event description:
Customer reported via phone, the insulin pump was alarming button error and the esc and act buttons are not responding. Customer removed the battery for 10 minutes and the device alarmed battery out limit. The device then prompts him to set time and date but when he presses the button the numbers continue to scroll. Customer stated, the insulin pump had a temporary basal and he attempted to cancel it and the buttons were not responding. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive esc, acr, up and down button due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case on reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.